Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2016-00703. (B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. Multiple attempts to obtain additional information were unsuccessful. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient is experiencing unspecified clinical signs of thrombosis. Additional information was requested but was not provided.